Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 500 mg/dl. Customer experienced diabetic ketoacidosis and was hospitalized. Nurse declined to troubleshoot for serious injury.